Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within two days post implant, the right ventricular (rv) lead on x-ray appeared to have pulled back since the initial implant. During the lead revision, it was elected to explant and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.